Event description:
It was reported that the patients ipg would not charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago from the date the manufacturer was made aware.